Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results all results from meter memory. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The customer declined to perform any blood test. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). He is not a diabetic and that why he is concerned with the high results. He takes the blood test fasting. No changes in diet or exercise.